Event description:
The customer reported that the insulin pump alarmed rf pic failed selftest. Customer's blood glucose 176 mg/dl. Troubleshooting was done. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Rf pic failed self test alarm during self test due to faulty y1 on rfb. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.